Event description:
An olympus representative reported to olympus on behalf of the customer that a balloon fell off from the evis eus ultrasound bronchofibervideoscope inside the patient at the end of a diagnostic endoscopic bronchial ultrasound procedure. The balloon was pulled out with forceps fairly quick. The procedure was not prolonged. This event is reported under the following patient identifiers: (B)(6)- balloon. (B)(6)- evis eus ultrasound bronchofibervideoscope.